Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported to philips that no airflow was coming out from the device during use. The unit was switched out with another unit. No delay to therapy was reported. There was no report of patient or user harm. A sales representative visited the hospital and confirmed that a full-face mask made by nihon kohden was in use. Reported that a philips's mask, af811, had been used before but since bedsore was caused, the mask was replaced to change the part which has contact with the skin. They confirmed no airflow was coming out because the pressure waveform was almost flat on the v60's monitor. When the circuit was detached, the unit operated normally. The circuit and the filter were the ones made by intersurgical and there was no issue with them. A test run was performed but the reported issue was not duplicated. No part needs to be replaced at this time.

Manufacturer narrative:
The reported phenomenon was not duplicated despite run testing. The device was inspected, but no anomaly was found. Given the above results, the evaluation determined that the phenomenon was not caused by a failure in the device but by environmental causes such as a respiratory circuit. Periodic maintenance 1 was also performed. The following parts were replaced to prevent failure in accordance with the maintenance procedure: oxygen inlet filter, inlet air filter, cooling fan filter. Overall, checking, cleaning, run testing, and a function test was performed.